Manufacturer narrative:
No further information is available on the repair of the device at this time. The investigation is ongoing, however if any additional relevant information is identified following the completion of the investigation, the additional relevant information will be submitted in a supplemental report.

Event description:
It was reported that patient developed linear ulcers due to the straps on the reposheet. The reposheet was used to boost the patient up in bed and it was used in the course of their stay. The patient was found to have several areas with deep purple linear discoloration, one of which deteriorated to a full thickness wound. The facilities wound ostomy team followed up the patient, the reposheet was removed, and the linear discoloration began resolving. The full thickness wound is being treated with aquacel ag rope covered with mepilex. The development of pressure injuries is multifactorial and cannot only be attributed to the reposheet. Additionally there is no specific report of a device malfunction. No further information was available at the time of this report.